Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See medwatch reporte # 2032227-2014-16768.

Event description:
It was reported the sensor readings were off from sensor glucose levels. Customer stated her blood glucose was 44 mg/dl and the device did not even alarm to warn her she was low. Customer treated with glucose tablets. Troubleshooting was performed for calibration and lost sensor. Customer was advised to calibrate the sensor when her blood glucose was stable. No further information reported.